Manufacturer narrative:
Initial reporter in section was unintendedly reported incorrect in the initial report. This report consists of correct information.

Event description:
Additional information received identified the infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent wound debridement on (B)(6) 2017 at the ipg site due to possible infection.